Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one j-tip guidewire was received for evaluation. Visual, microscopic, and dimensional evaluations were performed. Uncoiling and stretching were noted throughout the guidewire. The core wires were noted to be protruding the uncoiled center portion of the guidewire. The termination of the flat core wire was observed to be granular. The termination of the round core wire was observed to be granular. The j-tip of the guidewire was noted to be bent. Therefore, the investigation is confirmed for the identified improper or incorrect procedure, stretched, unraveled and deformation due to compressive stress issues. However, the investigation is inconclusive for the reported difficult to remove as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. Although the definitive root cause for the reported and identified issues could not be determined based upon the provided information, user error could have contributed to the identified improper procedure or method used issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure the guidewire allegedly could not be pulled out when tried to remove. There was no reported patient injury.